Event description:
Postoperative diagnosis: patient underwent revision for mechanical complications: patellar instability and dislocation. All components revised except patella.

Manufacturer narrative:
The following other devices were also listed in this report: triathlon cr fem comp #4 l-cem; cat# 5510-f-401; lot# eaa9c. Triathlon prim tib baseplate - cemented; cat# 5520-b-400; lot# iiytd. Triathlon symmetric x3 patella; cat# 5550-g-319; lot# d5m4. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Further information has not been made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
This event has been identified as a duplicate of (B)(4). Investigation results and conclusions are documented on MFR#0002249697-2014-04965.

Event description:
Postoperative diagnosis: patient underwent revision for mechanical complications: patellar instability and dislocation. All components revised except patella. This event has been identified as a duplicate of (B)(4). Investigation results and conclusions are documented on MFR report #0002249697-2014-04965.